Event description:
It was reported that a novum iq large volume pump under-infused intravenous antibiotic. The infusion should have taken half an hour; however, took over an hour to infuse. This occurred during patient infusion on the progressive coronary care unit (pccu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.